Manufacturer narrative:
Additional information: device lot#: updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product analysis: a kink was evident on the hypotube. The stent was positioned on the balloon between the marker bands as per specifications. Misalignment was evident to the mid-stent wrap. No deformation was evident to the distal tip. A protective sheath of similar dimensions to that used during the manufacturing of this batch, was placed over the stent with no restriction noted. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the device. It was later reported that when the stent was removed from the hoop it was noted to be fractured. The device was not used in the patient. The procedure was completed using another onyx. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that stent deformation occurred in vivo during positioning/advancement. No patient injury was reported.

Manufacturer narrative:
Additional information: there was no damage noted to the packaging or difficulties noted when removing device from hoop. It was later reported that when the stent was removed from the hoop, it was noted to be fractured. The device was not used in the patient. The procedure was completed using another onyx. If information is provided in the future, a supplemental report will be issued.